Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that (B)(6) 2002: the patient underwent x ray of chest for pre-surgery testing due to lumbar hnp, pa <(>&<)> lateral views. Impression: no acute cardiopulmonary disease. On (B)(6) 2002: the patient presented with pain located on right side of back and radiates down right ieg with numbness. The patient had following preoperative diagnosis: severely painful degenerative disk disease, l5/s1. Recurrent herniated nucleus pulposus, l5/s1. The patient underwent the following procedures: laparoscopic anterior exposure, retroperitoneal exposure of the l5/s1 junction with mobilization of the left and right iliac artery and veins. Laparoscopic anterior diskectomy of recurrent herniated nucleus pulposus, l5/s1. Laparoscopic anterior interbody fusion, l5/s1, with bmp. Laparoscopic placement of titanium cage, left side, l5/s1. Laparoscopic placement of titanium cage, right side, l5/s1. Intraoperative fluoroscopy and interpretation. Per op-note, the disk space was then drilled and an cage of the appropriate size was partially placed mid position. It was not count ersunk in order not to distract the disk space. The tang retractor was then removed and then replaced on the right side. The distractor plug was then removed. The right side of the disk space was then drilled. The drill was removed and a cage was then inserted and countersunk completely 6 mm on the right side. C-arm fluoroscopy was then previously used to document and mark the midline. It was then used to document adequate posterior placement of the cage. This was confirmed. The left cage was then countersunk further until a level with the right hand cage. The bmp sponges were confirmed to be intact. No patient complications were reported. The patient underwent x-ray of lumbar spine. Result: interbody fusion cages are in position at l5-s1. The stature and alignment of the vertebral bodies is well maintained. Impression: status-post l5-s1 fusion. On (B)(6) 2003: the patient presented with numbness and tingling in both legs, pain on both sides, right more than left. The patient presented with following preoperative diagnosis: possible discogenic pain. The patient underwent following procedures: diskogram, t12-l 1. Diskogram, l 1-l2. Diskogram, l2-l3. Diskogram, l3-l4. Diskogram, l4-l5. Provocative saline acceptance test at t12-l 1. Provocative saline acceptance test at l 1-l2. Provocative saline acceptance test at l2-l3. Provocative saline acceptance test at l3-l4. Provocative saline acceptance test at l4-l5. Lntraoperative fluoroscopy interpretation. The patient had following postoperative diagnosis: some degree of diffuse discogenic pain, most acute at l2-3. There were no reported patient complications. The patient underwent portable intraoperative ap with lateral lumbar spine x-rays during multilevel intraoperative discogram procedure. Impression: multilevel lumbar discogram study performed apparently at the t12-l 1 through l4-5 levels. On (B)(6) 2005: the patient underwent MRI of lumbar spine with and without contrast due to back pain radiating to both legs, history of prior surgery. Impression: prior interbody fusion at the l2-3 and l5-s1 levels. Congenitally short pedicles with relatively narrow spinal canal and mild spinal stenosis at l2-3 and l3-4. No evidence of disk herniation. Mild chronic degenerative changes of the apophyseal joints throughout the lumbar spine.